Event description:
Injection #1: nausea, epigastric pain, increased swelling in left knee/leg, increased pain from left thigh to left ankle, especially left knee, fatigue muscle and joint pain, for 12 hours. Headache began 1/2 to 1 hour after injection into knee. Injection #2: severe nausea, epigastric pain, muscle and joint pain, headache, fatigue, swelling left knee, left thigh, left leg to ankle, began one hour after injection into knee and lasted 2 1/2 to 3 days. Injection #3: injection cancelled after 2 phone calls and visit to doctor office for 3rd injection. Dates of use: (B)(6) 2012. Reason for use: osteoarthritis knee and torn meniscus. Dr. (B)(6).